Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc surmised that the reported phenomenon was attributed to the failure of the circuit board. The exact cause of the failure of the circuit board could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was inspected at sorc. Sorc checked the subject device and found that the reported phenomenon was caused by the failure of the electrical circuit board. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that the image was not displayed. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.